Event description:
Reported by attorney. Plaintiff claims to have suffered serious bodily injury, including but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, painful scarring, and other injuries. No add'l info is available despite multiple f/u attempts.

Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.